Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the implant records, the patient was admitted to the hospital with fever and painful swelling in the right lower extremity, diagnosed as an acute dvt. A CT scan revealed a mass in her left kidney consistent with a hypernephroma. The filter was implanted at the body of l3 for pulmonary embolus protection. The physician purposely planned to place the filter lower than usual so that it was not manipulated during planned nephrectomy surgery. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to perforation of the filter through the inferior vena cava, directly and proximately causing internal hemorrhaging and death. Per the patient profile form (ppf), there was also blood clots, clotting, and/or occlusion of the ivc. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc with hemorrhage leading to death; however, a clinical conclusion could not be determined as to the cause of the events. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to perforation of the filter through the inferior vena cava, directly and proximately causing internal hemorrhaging and death. As direct and proximate results of these filter malfunctions, she suffered fatal injuries, damages, and untimely death. The following additional information was received per the patient¿s implant records: at the time of implant, the patient was admitted to the hospital with fever and painful swelling in the right lower extremity. Subsequent workup revealed an acute deep vein thrombosis (dvt) in the right leg. A computed tomography (CT) scan revealed a mass in the left kidney consistent with a hypernephroma. The filter was implanted at the body of l3 for pulmonary embolus protection. The physician purposely planned to place the filter lower than usual so that it was not manipulated during planned nephrectomy surgery. The patient profile form (ppf) also reports blood clots, clotting, and/or occlusion of the ivc. According to the operative report, the patient had a preoperative diagnosis of right lower extremity deep vein thrombosis and left renal mass, consistent with hypernephroma. The patient was started on heparin as it was felt that a left nephrectomy was necessary. On the same day, the patient underwent an ultrasound-guided right trans jugular inferior vena cavagram; deployment of inferior vena cava filter and insertion of a triple-lumen central venous pressure (cvp) line as the patient had poor peripheral venous access for a major operation. The patient was taken to the recovery room and allowed for a brief recovery before returning to the operating room to undergo the left nephrectomy.

Manufacturer narrative:
Sections d3 and g1 were updated. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. According to the information provided the filter subsequently malfunctioned and caused perforation of the filter through the inferior vena cava, directly and proximately causing internal hemorrhaging and death. Per the patient profile form (ppf), there was also blood clots, clotting, and/or occlusion of the ivc. According to the implant records, the patient was admitted to the hospital with fever and painful swelling in the right lower extremity, diagnosed as an acute dvt. A computed tomography (CT) scan revealed a mass in the left kidney consistent with a hypernephroma. The patient was started on heparin as it was felt that a left nephrectomy was necessary. On the same day, the patient underwent an ultrasound-guided right trans jugular inferior vena cavagram with deployment of inferior vena cava filter and insertion of a triple-lumen central venous pressure (cvp) line as the patient had poor peripheral venous access for a major operation. The filter was implanted at the body of l3 for pulmonary embolus protection. The physician purposely planned to place the filter lower than usual so that it was not manipulated during planned nephrectomy surgery. The patient was taken to the recovery room and allowed for a brief recovery before returning to the operating room to undergo the left nephrectomy. A death certificate has not been provided, as such the date and cause of death is not available. According to the information provided the patient died at a facility other than the implanting one. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc with hemorrhage leading to death; however, a clinical conclusion could not be determined as to the cause of the events. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided. Concomitant medical products and therapy dates: micropuncture needle; micropuncture dilator and sheath; 0.035 amplatz wire; brite tip catheter. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt. Corrected data: type of "reprotable" event initially reported as serious injury.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to perforation of the filter through the inferior vena cava, directly and proximately causing internal hemorrhaging and death. As direct and proximate results of these filter malfunctions, she suffered fatal injuries, damages, and untimely death. The following additional information was received per the patient¿s implant records: at the time of implant, the patient was admitted to the hospital with fever and painful swelling in her right lower extremity. Subsequent workup revealed an acute dvt in her right leg. A CT scan revealed a mass in her left kidney consistent with a hypernephroma. The filter was implanted at the body of l3 for pulmonary embolus protection. The physician purposely planned to place the filter lower than usual so that it was not manipulated during planned nephrectomy surgery. The patient profile form (ppf) also reports blood clots, clotting, and/or occlusion of the ivc.

Manufacturer narrative:
The exact implantation date is unknown. Complaint conclusion: as reported by the legal department, the plaintiff on or about (B)(6) 2011 in (B)(6) underwent placement of a trapease vena cava filter. On or about (B)(6) 2014 the filter subsequently malfunctioned and caused great bodily harm to the plaintiff.  Including, but not limited to, perforation of the filter through the inferior vena cava, directly and proximately causing internal hemorrhaging and death. As direct and proximate results of these filter malfunctions, she suffered fatal injuries, damages, and untimely death. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Vessel injury is a well-known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. At this time, it is factors contributing to the vessel perforation could not be determined. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff on or about (B)(6) 2011 in (B)(6) underwent placement of a trapease vena cava filter. On or about (B)(6) 2014 the filter subsequently malfunctioned and caused great bodily harm to the plaintiff.  Including, but not limited to, perforation of the filter through the inferior vena cava, directly and proximately causing internal hemorrhaging and death. As direct and proximate results of these filter malfunctions, she suffered fatal injuries, damages, and untimely death.